Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached. The customer also got an unnamed pump error during the flight. The pump then alarmed that it was shutting off and the customer's blood glucose went low. The pump did not suspend before or on low but alerted the customer that their reservoir was empty. When the customer did a set change, they found over 50 units in the reservoir. Insulin pump will not be returned for analysis.